Event description:
Pt rec¿d a left hip replacement on (B)(6) 2005. The device implanted was a depuy metal on metal full hip replacement. Currently pt has elevated chromium and cobalt blood test results chromium confirmed with second test. Arthritis was cause that hip replacement was needed. Pt is also experiencing some systems such as metal taste in his mouth when drinking water.

Event description:
Add'l info received on 02/18/2015 from the reporter: this is the second report from the same issue with add'l and more severe info. Links to access number - mw5028673. This pt had a nom hip implant (depuy) in (B)(6) 2005 and has experienced issues with elevated chromium and cobalt levels. These have been monitored since 2012 with continued elevation. With the last tests, the surgeon has recommended revision surgery. Last test results were cobalt - 45.8 and chromium 17.3 - additionally, this pt over the last 6 months has been experiencing other health issues, that may be a contributing factor to the high elevation of chromium and cobalt. Revision surgery is scheduled for (B)(6) 2015. All devices - ultamet ((B)(4)) - metal on metal insert - lot 1914174 barcode info - c0851218873541m / 31006261914174me 2. Depuy acetabular cup - ((B)(4)) - lot z2hen1000 3. Depuy summit tapered hip stem w/ porocoat - ((B)(4)) - lot z1by1000 4. Articul/eze m metal on metal femoral head - ((B)(4)) - lot - 1947493 barcode info - e08513655200015 / 310081594749357 are: this pt has a pinnacle mtl.